Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her daughter had high blood glucose level of 500 mg/dl (at the time of incident), so they went to the health care professional and were subsequently sent to the hospital. Moreover, the patient was stable now, and the mother of the patient and the health care professional identified that the bent cannula was the reason of high blood glucose level. It was stated that the infusion set was changed twice. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.